Event description:
It was reported that according to the surgeon there was no saline solution in the lens vial and the lens was not used. No additional info has been provided.

Manufacturer narrative:
Visual inspection of the returned lens found dried solution and crystal-like particulates visible in the threads of the cap and the vial. The septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum could not be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the info available, the likely cause of the event is packaging issue. An investigation has been opened to address this issue. It is to be noted that per the direction for use (dfu) the user is instructed not to use the lens if sterility is thought to be compromised due to damaged packaging or signs of leakage such as the loss of saline storage solution.